Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022 batch # unk. Maude event report#: mw# 5106861 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure ¿ethicon el5ml clip applier was fired "x2 clips did not close all the way." On third fire, it jammed and on fourth fire, the clips started coming out of the side of the device. It is unknown how the procedure was completed. There was no harm to the patient.